Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-jan-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer failed and was unable to open. A field service engineer found that drawer 6 in the main was failed with a ¿failed to stay closed¿ message and found that magnet had fallen out. The fse replaced inseparable magnet and screw that had broken on the latch catch. The customer recovered the drawer and was then tested in the application to ensure device functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the drawer failed and would not open. The customer stated that this malfunction had caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this incident.